Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant, the lead connecter popped out of the header after the setscrew had been tightened down, and the lead was reinserted. Following the implant, the lead integrity alert (lia) triggered the following day, and the patient alert sounded. The lead exhibited oversensing and noise. The physician opened the pocket to check the connections. The lead is still in use. No patient complications have been reported as a result of this event.